Event description:
It was reported by the sales rep that the product (5dcs) was used in a laparoscopic cholecystectomy. It was reported that a piece of black plastic fell into the abdomen of the pt while using the product. The piece of plastic was retrieved. The instrument along with the piece of plastic was discarded after the procedure. There was no consequence to the pt.